Event description:
The ambulance crew loaded a (B)(6) pt onto a 35p stretcher. Due to the pt's size the left sidearm could not be secured in place. When moving the pt through the residence from door his torso had to be held up on both sides. Upon exiting the door, the stretcher lowered and the pt fell on his left side. The pt rec'd an abrasion/contusion to his forehead which was treated with a bandage. The ambulance crew was not injured.

Manufacturer narrative:
The ambulance crew did not maintain firm control while moving through the doorway.